Event description:
It was reported to boston scientific corporation in 2008, that a hydratome rx sphincterotome device was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on four days earlier. According to the complainant, during the procedure, when the tome was backloaded over the guidewire, the tip was damaged. The guidewire came out of the side of the sphincterotome; the tip orientation was inaccurate. Another hydratome rx sphincterotome device was used to complete the procedure. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be "good".

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined.